Event description:
During use in surgery dr could not slide the suture knot, which resulted in the suture breaking. Additional devices were used to complete the repair. The t's from four devices were left in the joint unsupported. A delay of twenty minutes resulted. Sales rep stated that the dr is a very experienced user of fast fix. The used devices will not be returned as they were discarded. No pt injury or complications resulted.